Manufacturer narrative:
The catheter was returned, and analysis found no significant anomaly. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot# j0039971r, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-oct-15. It was reported that the catheter was replaced on (B)(6) 2019, and the event resolved without sequelae on that date.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# j0039971r implanted: (B)(6) 2000 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via amanufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were 2,000 mcg/ml fentanyl at 299.6 mcg/day (also reported at 650 mcg/day) and 10.9 mg/ml bupivacaine at 1.633 mg/day (also reported at 3.5425 mg/day). The reason for use was not reported. It was reported that there was a volume discrepancy on (B)(6) 2019. 5 ml expected with 35 ml out.refill details were provided. Dye study that day was unable to aspirate. They were in ¿a lot of pain,¿ but does feel her boluses. There were no environmental/external/patient factors that may have led or contributed to the issue. Actions that were taken to resolve the issue included the catheter replacement on (B)(6) 2019 where a portion of the spinal catheter connected to new distal spinal catheter. During surgery it was noted that the spinal segment was occluded. The product was returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0039971r, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2019 that the patient had a catheter dye study (cds) performed due to greater than 25% expected volume at their last pump refill on (B)(6) 2019. It was noted the catheter dye study failed as the catheter was occluded. No action was taken. The outcome was noted as ongoing. The device diagnosis was catheter occlusion. The patient's baseline weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.